Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please follow up to determine if the tip of the broken sleeve was retrieved from the patient?

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the distal tip of the sleeve broke off. It is not known whether the piece was retrieved from the patient. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p91j13. Additional information was requested and the following was obtained: can you please follow up to determine if the tip of the broken sleeve was retrieved from the patient? The tip of the sleeve of the trocar was supposedly still attached but bent back on the sleeve itself. It was therefore not broken off and left in the patient. The analysis results found that the b12lt instrument was received with the sleeve broken and melted. In addition, the tyvek was returned for analysis. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.